Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The hipot test was also performed and the device was found to be within specifications. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported that when the power button is pressed, the unit produces a shock. No consequences or impact to patient were reported.